Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited high pacing impedance. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information received notes that during a pre-operative check for a generator change, it was noted that the right atrial (ra) lead impedance was high. A ra lead fracture was suspected. The ra lead was capped (B)(6) 2025. The patient was stable.